Event description:
A complainant reported that a patient was implanted with an impella cp via percutaneous left femoral artery for mechanical circulatory support. Optical sensor failed and the pump was still flowing. While investigating this issue against the pump, investigators found that the placement signal issue was likely due to the automated impella controller.

Manufacturer narrative:
This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.